Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the needle broke while stitching the patient's stomach. The needle was recovered prior to the end of the procedure. There was no patient harm.